Event description:
It was reported that a patient experienced a femoral fracture. This patient was not part of a clinical study, but the fracture was reported to the (B)(6).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown secur-fit advanced femoral stem.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).